Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice cassette was difficult to disconnect from the dark blue end (female connector) of the minicap extended life pd transfer set. This was observed during use of the devices for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.